Event description:
Product wounded his wife, it was a bad burn on her neck [thermal burn]. Case description: this is a spontaneous report from a non-contactable consumer reporting on behalf of his wife. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the reporter stated the product wounded his wife, it was a bad burn on her neck. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. No follow up attempts possible. No further information expected. Company clinical evaluation comment: based on the information provided, the event thermal as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial and final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event thermal as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial and final 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] product wounded his wife, it was a bad burn on her neck [thermal burn]. Case narrative:this is a spontaneous report from a non-contactable consumer reporting on behalf of his wife. This female patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the reporter stated the product wounded his wife, it was a bad burn on her neck. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group on (B)(6) 2020: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received. Follow-up (25mar2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event burn as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received.